Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site, to test the equipment. While performing a mechanical test, the medtronic representative confirmed the system displayed ¿collimator not initializing¿ on the pendant and discovered the ladder filter assembly was not moving. The imaging test also failed due to collimator not initializing. The medtronic representative determined that the collimator was damaged and required replacement. A replacement was ordered and shipped to the site. After part replacement the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The collimator was returned to medtronic for analysis. The investigation did not confirm reported problem. Functional testing could not be performed, during the testing conducted on site the collimator box was opened which deformed the hex screw heads. When mechanically testing collimator positions, certain positions exhibit slight noise. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called before a procedure to report that, the imaging system is displaying "error initializing the collimator." Attempts were made to reboot the imaging system multiple times with no resolution. The e-stop was checked to confirm that it was not engaged. The surgeon opted to complete the procedure, without the use of the navigation system or the imaging system and chose to proceed with a c-arm, an alternate system. There was a reported thirty minute delay to the procedure due to this issue. There was no impact on patient outcome.